Event description:
During ICD replacement due to normal eri, externalized conductors were noted via fluoroscopy. No electrical anomalies were present. Patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.